Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 failed to recover due to no message in the storage recovery space. A field service engineer (fse) opened all tower doors, closed them, and had the customer log in to recreate the error condition. Upon reproducing the issue, the system was able to successfully recover, and door 3 functioned normally and opened as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was a drawer 3 failure. The drawer failed to open and could not be recovered. Troubleshooting steps, including performing a hard reboot of the machine, were completed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.